Event description:
Report rec'd from sales rep that catheter was "sheared" at implant, and approximately 7 cm could not be retrieved and remains in the pt's intrathecal space. Another catheter was successfully implanted. The proximal portion of the first device was not returned to the MFR for analysis.